Manufacturer narrative:
.

Event description:
The customer complained about two coaguchek xs meter (serial number (B)(4)) to laboratory comparisons on the same patient. The customer stated the results were high compared to the laboratory. Of the data provided, one comparison was erroneous. It was stated that the same vial of strips was used for both comparisons and that the laboratory uses the dade innovin reagent. The qc check was seen after applying blood to the strip. The meter test for the first comparison was a result of >8.0 inr at 11:39 am on the meter compared to a laboratory result of 2.1 inr that was drawn at the same time. The customer received the laboratory result at 11:54 am. While they sent out the laboratory sample the customer had the patient hold the warfarin. When the customer received the laboratory result back at 11:54 am, they had the customer continue taking the warfarin as normal. The customer stated that they felt the 2.1 inr result was accurate and that this is the result that was reported out to the provider. It was stated that the meter result of >8.0 inr was not reported out of the laboratory. The patient's therapeutic range is 2.0-3.0 inr. The patient is not anemic and does not have any antiphospholipid antibodies. He is not on heparin. The customer stated that the patient was feeling okay. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 121348-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). Two human blood samples from marcumar donors and two internal reference meters were used. There were no error messages that occurred. The retention samples were acceptable.

Manufacturer narrative:
The customer returned the test strips. The meter was not returned. The returned test strips were measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor #1: master lot and retention meter - 3.2 inr, customer strips and retention meter - 3.2 inr. Donor #2: master lot and retention meter - 2.2 inr, customer strips and retention meter - 2.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. The investigation noted that a potential cause for the high inr of >8.0 inr may be related to sample collection. When the finger is squeezed, intracellular fluid can dilute the sample causing a higher inr.